Event description:
This pt underwent a hip revision in 1994 with a cable and clamp system. Recently, pt began having increasing pain in hip and leg. An x-ray and bone scan showed loosening of the hardware. Pt was taken to surgery in 1999 for revision of the hip. During surgery, the surgeon found broken cable, which surgeon replaced. The pt tolerated the procedure well and was later discharged in satisfactory condition. Operation: the pt was brought to the operating room, given a general anesthetic, intubated, placed in the right sided lateral position. The right hip was prepped with betadine and alcohol, painted with betadine solution, draped in a sterile fashion. The mid-portion of the previous incision was opened carrying through the skin and subcutaneous tissue. Bleeders were electrocoagulated. The iliotibial band incised. On opening the iliotibial band, a large amount of old blood was sucked out of the wound and on palpating up into the gluteal area a 6 inch piece of broken cable was removed. The physicians then visualized the rest of the claw type cable device and were able to extract the second wire without difficulty coming out as part of the original cable. Following this, the physicians irrigated the wound and closed it and then with interrupted #1 vicryls in the fascial layer, closed the subcutaneous tissue with 2-0 vicryl and the skin with staples. Sterile dressing was applied and the pt was returned to the recovery room in a satisfactory condition. No complications.